Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection cardiosave intra-aortic balloon pump (iabp) could not be turned on. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) upon inspection, replaced the power monitoring board (d670-00-1166) and tested the equipment management function. Can be used clinically.